Event description:
It was reported that one of the patient¿s wires was ¿burnt¿ and it occurred in 2014. No clarifying details surrounding the event were provided, such as the cause or associated symptoms, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. Product ID: 64002, lot# n330081, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).